Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "drill 1: the surgeon mistook the short nail for a long nail and proceeded to drill into a screw hole that the short nail did not have. The drill tip was broken and the tip remains in the patient's body, but there are no plans to remove it. Drill 2: when drilling into the proximal screw hole, the patient's medullary cavity was narrow and the nail flexed, resulting in inaccurate targeting, which caused the drill to contact the nail and break off. The tip does not remain in the patient's body."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, from the event description, it clearly looks like a user related issue since mistargeting occurred due to selection of incorrect nail initially resulting in the breakage of drill. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill 1: the surgeon mistook the short nail for a long nail and proceeded to drill into a screw hole that the short nail did not have. The drill tip was broken and the tip remains in the patient's body, but there are no plans to remove it. Drill 2: when drilling into the proximal screw hole, the patient's medullary cavity was narrow and the nail flexed, resulting in inaccurate targeting, which caused the drill to contact the nail and break off. The tip does not remain in the patient's body."